Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that both primary incision was leaking at the end of the laser treatment. Adherent ocular bandage was used to help the section (glue). The reporter was able to complete the laser procedure. The surgeon reported that the shape of primary incision was not watertight. Capsulotomy, fragmentation, primary incision and secondary incision were included in the planned cuts. All planned cuts were completed. Add'l info has been requested. There are seven medical device reports associated with this event. This report is for the second patient.